Event description:
After 12 hours of iab therapy, blood was noted in the tubing. The iab was removed. No pt injury or further complications occurred. No further details were provided. The iab was discarded by the customer.

Manufacturer narrative:
The product was not returned for evaluation. The serial number that was provided by the user facility cannot be identified therefore no device history review can be performed. Date of this report: 4/17/1998